Manufacturer narrative:
Mfgd056-j2807 has been returned and investigated with retained test strips. The reader was successfully downloaded. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing was performed, and no errors were observed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 3 message on their meter display and was unable to obtain readings. As a result, customer experienced "low blood sugar and dizzy" and was administered a "glucose in a tube" by a healthcare professional. There was no report of death or permanent impairment associated with this event.